Event description:
It was reported that post operation check, no capture issue and r-wave amplitude variation issue was observed on the lead. Upon chest x-ray, lead dislodgment was confirmed. The lead was explanted the following day and a new lead was implanted. Patient was asymptomatic and stable throughout both procedures.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.